Manufacturer narrative:
Sections with additional information as of 26-jun-2020: updated FDA's method, result, and conclusion codes. Meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Adverse event report is being submitted due to symptoms related to diabetes - shaking/tremors note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 error. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/23/2021 and open vial date is (B)(6) 2020. Customer was not using proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of 60 mg/dl using truemetrix meter; customer was not satisfied with the result obtained. Customer had initially reported feeling well; after performing blood test, customer stated that he felt shaky in his legs and that he was going to go to the ER. Customer's information was transferred to technician; technician was unable to contact the customer via telephone. No further information was able to be obtained.